Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) during surgery, the device would not discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Biomed evaluated the device and isolated the problem to the handles. Complainant indicated that there was no adverse efffect to the pt due to the reported malfunction.